Event description:
On (B)(6) 2012, it was reported by a nurse practitioner that this patient's vns was reset to 0 on (B)(6) 2012 after handling a dog collar for an invisible fence. Follow up with the physician's office produced clinic notes indicating that the frequency setting changed from the previously programmed 30 hz to 0 hz. The patient held the collar while it was charging but did not receive a shock. No additional information is available to date. Attempts are being made to obtain a complete copy of the patient's programming history via the physician's flashcard.

Event description:
On (B)(6) 2012, a copy of the physician's flashcard was received. The patient's programming history was reviewed. The programming history provided spanned (B)(6) 2012. The patient's device was programmed to deliver therapy on (B)(6) 2012. It was reported that the patient's device was reset due to the patient's proximity to a charging electric dog collar on (B)(6) 2012; however, the device interrogation on (B)(6) 2012 indicates that the patient's device was found to be at the settings programmed from the patient's previous appointment. No device settings were altered.

Manufacturer narrative:
Analysis of programming history. Relevant tests/laboratory data, including dates, corrected data: previously submitted MDR reported incorrect settings for (B)(6) 2012. Additional information was received providing correct settings for these dates. This report is being submitted to correct this information.